Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The patient developed a ¿violent rash¿ with redness, blisters, drainage and eczema that required ¿medical or surgical treatment¿. This is being reported as the patient required medical or surgical treatment; however, it was not specified what treatment the patient required. No data or product was provided for investigation, however, photographs were provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.